Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This device was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in april of 2020. Evaluation of the returned instrument show that the jaws are slightly misaligned in the closed position and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws.we suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.